Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced dissatisfaction. The patient felt he needed more length and girth. The device was explanted. There were no device issues and no patient complications.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).